Event description:
The jetstream g3 device was used to treat an acute thrombosed 40cm lesion located in the superficial femoral artery (sfa). The jetstream g3 was used in retraction mode to remove the thrombus and at 5 minutes 13 seconds, resistance between the jetstream g3 and the guidewire was felt and the tip of the guidewire became detached. It could be seen under the x-ray, lodged in thrombus which was located in the popliteal. A retrieval device was used to retrieve the detached portion of the guidewire. The patient was then put on lytics. Patient outcome was good and the patient was discharged.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation.